Event description:
Related manufacturer report number: 1627487-2022-04025. It was reported that imaging revealed that the patient's c7 lead had fractured causing high impedances. Reprogramming was unable to provide effective therapy. As a result, the lead was explanted and replaced. During the procedure, the physician knicked the patient's c8 lead, so that was explanted and replaced as well. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.